Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient with anterior nucleus of the thalamus (ant) for seizures c ontinues to experience seizures and also claimed to have difficulty distinguishing things that happen in real life versus a dream. The reason for this issue is unknown. The patient will slowly increase stimulation over the next three months to see if seizures improve and if the distinction between dreams and reality changes. No other diagnostics or troubleshooting were performed. The issue is not resolved at the time of this report. The healthcare professional (hcp) has no further information on this event. The manufacturer representative (rep) provided additional information that the doctor suggested that the patient turn their dbs off for a few days to a week to see if any of their symptoms get better or worse with stimulation off. This would help determine whether any of the sleep disturbances are related to stimulation. Additional information received from the manufacturer¿s representative (rep) reported their seizures increased with the device turned off and they continued having sleep disturbances with the device off. The patient decided to turn the device back on rather than wait longer. The patient reached out to their physician and four days later they were admitted to monitor seizure activity. According to the patient their seizures have doubled since last month, but their seizures don¿t seem to register on eeg¿s because the foci are very deep.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient was admitted to a specific unit to monitor seizures activity with scalp electrodes in place, but they hadn¿t been able to capture any seizures activity despite the patient feeling like they were seizing. The patient¿s seizures have doubled since last month, however their seizures didn¿t seem to be registering on eeg¿s because the foci were very deep. On november 19th the physician decided to turn off contacts 1 and 9 and only stimulate via contacts 2 and 10 to help localize the current better within the ant to see if that helped. The patient was going to be monitored in the hospital on november 20th with possible discharge later that day. The patient had the ability to increase dbs amplitude if needed in the future. Sensing data was also downloaded and would be evaluated in the future to see if any further changes to the dbs system could be warranted. The cause of the increased seizures wasn¿t determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information that the patient continued to experience seizures. The patient has a follow-up appointment with the doctor on (B)(6).